Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he was passed out and had to be hospitalized for low blood glucose readings on (B)(6) 2016. Customer stated that his blood glucose went low on wednesday morning and then his blood glucose went up to 400 gm/dl. Customer gave a shot and his blood glucose went low again. Customer's blood glucose was 25 mg/dl at the time of the hospitalization. Customer's current blood glucose is 279 mg/dl. Customer treated with food. Customer was unconscious and went to the emergency room. Customer had a chest x-ray and thought he had walking pneumonia, so they admitted him. Customer was given an IV when he was in the emergency room. Customer's blood glucose went low the next morning and he was given a shot through the IV. Customer was then given some glucose water and instructed to take off the pump. Customer was wearing the pump at the time of the hospitalization. Troubleshooting determined that the pump is functioning as designed.